Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the lv seal plug. All other seal plugs were intact. Seal ring marks indicated full lead insertion in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with less than two seconds of asystole. There was a concern over a possible connection issue, lead issue or header issue. A revision procedure was performed where the connection appeared fine, however, they were unable to identify the source of the noise. Thus the crt-d device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.